Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a prime anomaly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, the pump was unable to prime during the prime test, and gave an alarm during the basic occlusion test due to a slightly loose drive support disk. The pump had a missing end cap sticker, minor scratches on the lcd window, a broken reservoir tube lip and broken belt clip slot.